Event description:
It was reported by customer that put in a trimmable midline and pulled the wire and it was split in 2 pieces. No injury to the patient or healthcare professional. Patient received chest xray to confirm there were no wire fragments left in arm. Upon removal wire was split in 2 separate threads. Like the wire separated. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.